Manufacturer narrative:
Customer (entity): medtronic minimed. Establishment name:medtronic minimed. Country: united states of america. Street:18000 devonshire street. City: northridge. State, province or territory:ca. Post office or zip code:91325. Based on the available information, this event is deemed to be a reportable malfunction. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that patient faced issues with infusion set multiple sets fell off and did not last for 7 days event on 13 mar 2026. No further information available.